Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation. The right ventricular lead was repositioned on (B)(6) 2015. The patient was doing well post procedure.